Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper endoprosthesis placement, endoleak, aneurysm expansion, and reoperation.

Event description:
On (B)(6) 2013, the patient was implanted with a gore tag thoracic endoprosthesis (tgt3715/10823295) to treat a thoracic aortic aneurysm. Procedural angiography reportedly showed that a proximal type I endoleak remained, but no additional treatment was performed. The patient tolerated the procedure. On an unknown date, follow-up imaging reportedly revealed aneurysm enlargement secondary to the proximal type I endoleak. The amount of enlargement was unknown. On (B)(6) 2017, an additional stent graft was implanted to treat the proximal type I endoleak. The patient tolerated the procedure. According to the physician, the endoleak could be attributed to improper positioning of the gore tag device during the initial procedure.